Manufacturer narrative:
Additional information: sample received. All information reasonably known as of 20-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number, 0008032850, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The pump was received empty. A baxa repeater pump was used to refill the pump with 400ml. Flow accuracy testing was performed and after 37.5 hours the pump yielded a flow rate of 2.08ml/hr which is within specification with a +/- 15% tolerance. Pressure pot testing was performed on the glass orifice. The tubing was detached from the pump and connected to a pressure gauge. The filter was also removed. The average bladder pressure used was 8.90 psi. After 5-hours of testing the flow rate was 2.03 which within specifications with a +/- 20% tolerance. The investigation summary concluded that a fast flow was not observed. The pump was received empty and infusion was observed after refilling the pump to nominal volume. Flow accuracy and pressure pot testing were performed and were both within specification with a +/-15% tolerance. All information reasonably known as of 16-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual device is reported to be available but has not yet been returned. A review of the device history record (DHR) is in-progress. All information reasonably known as of 30-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4)

Event description:
Fill volume: 95 ml, flow rate: 2 ml/hr, procedure: unknown, cathplace: unknown, start date: (B)(6) 2017, 11 am, stop date: (B)(6) 2017, 4 pm. It was reported that fast flow event occurred. During use the device emptied and ended 18-hours early. There was no reported injury. The room temperature was estimated to be 72 degrees fahrenheit. The patient was not using warming or cooling therapy. The pump was not under any warming or cooling therapy. The flow restrictor was taped or attached to the skin of the patient.